Event description:
The customer reported that this unit had a red x and would intermittently lose power.

Manufacturer narrative:
The customer reported that this unit had a red x and would intermittently lose power. The customer replaced the batteries on the unit to resolve the issue. Subsequently, the customer reported to philips that replacing the batteries fixed the problem. A philips field service engineer went to the customer site and also confirmed that the new batteries resolved the issue. The unit passed all testing and was back in use at the customer site.